Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6007934, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007934 was manufactured according to the work instruction (wi) version 97 packaged the multivac mv14, on 28/jun/2024, with a total of (B)(4) units. The sub-assembly: welding the lot 4f05205 was manufactured according to the wi version 34, machine ls06 - ls07, with a total of (B)(4) units. The lot 4f05206 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4f05208 was manufactured according to the wi version 34, machine ls24- ls25, with a total of (B)(4) units. The sub-assembly: gluing connector the lot 4f02905 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02891 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02912 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f05204 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The sub-assembly: gluing tubing the lot 4f04516 was glued according to the wi version 64, machine sc08, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion issue on (B)(6) 2025 due to bent needle. The blockage was observed likely at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.